Event description:
It was reported that during routine testing of the external pulse generator (epg), the output readings were low. Technical support (ts) informed the user that this model was no longer being serviced and sent an email notification letter. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.